Event description:
Depth gauge broke while being used to measure screw length during procedure.

Manufacturer narrative:
Summary of evaluation: the investigation concluded that the root cause of the event could not be determined because no device was returned. Although the event could not be confirmed, it is likely that the device was exposed to bending overloads and torsional shear forces. A review of the product experience reporting databases shows that there has been one reported event for this catalog number indicating that this is an isolated event.